Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus was delivered to address the bg level. The customer alleged the pump miscalculated the correction bolus after the occlusion alarm occurred. Tandem technical support educated the customer in regards to occlusion alarms and informed the customer that when an occlusion alarm occurs, it will stop insulin deliveries preventing the customer from receiving their entire bolus if the occlusion alarm occurred during bolus deliveries. The customer acknowledged this information.